Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and the displacement test. Detailed trace analysis shows that insulin pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a power error and has been using up batteries quickly. Blood glucose level at the time of the incident was 450 mg/dl as a result that morning. Power error detected recurred within a week of troubleshooting previous occurrence. Troubleshooting was completed. The insulin pump was returned for analysis.